Event description:
It was reported that the device was used for ligation during an aortic bifemoral bypass surgery. It was reported that "the doctor was using medium ligaclips on vein in right groin. The device would not release. He had to pry ligaclip apart. Vein was torn and had to be sutured."